Manufacturer narrative:
The prodigy 8f catheter was returned for investigation. Investigation confirmed marker band detachment and suggested that an axial force was applied to the catheter which pulled the radiopaque marker band through the outer jacket materials resulting in the detachment of the radiopaque marker band from the catheter. Investigation demonstrated tearing of catheter outer jacket material on the catheter shaft near the distal tip. Based on the damage, the distal tip was compressed and collapsed, and the radiopaque marker appeared to have been torn out from the catheter shaft jacket. The radiopaque marker band was not returned for investigation. Based on the complaint information provided the exact root cause could not be determined. However, the prodigy catheter was advanced and withdrawn through a stent, which may have been a contributing factor to the marker band detachment. The manufacturing records for prodigy 8f were reviewed and demonstrated that the product met all the design and manufacturing specifications.

Event description:
It was reported that during an in-stent restenosis (isr) procedure, the prodigy 8f catheter was used with a third-party sheath and guidewire. After the second pass, the physician noticed the distal tip was missing. Upon fluoroscopy, the marker band was visible inside the stent in the sfa. The physician successfully retrieved the marker band with the use of an additional third-party device. There were no device malfunctions or difficulty tracking the device during the procedure. The patient was stable post procedure, and no patient sequelae was reported.